Event description:
Customer reported receiving inaccurate blood glucose tests on their freestyle lite meter. Customer received readings of 296 mg/dl compared to a lab result of 134 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while unpacking the device, a nick was noted at the device tip. The procedure was completed with another autotome rx sphincterotome. The account reported that there was no damage noted to the device packaging. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working length was kinked.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.